Manufacturer narrative:
B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported, needle filter blunt fill 18x1-1/2, foreign matter on the needle. The following was provided by the initial reporter: fibrous foreign matter: 1 piece. During visual inspection after removing the cap, a fibrous foreign body was found adhering to the needle. Since the size of the foreign matter was 0.8 mm or less, it conformed to the judgment criteria of "no foreign matter of 0.8 mm or more outside the flow path.